Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the upper abdomen with the curveplus applicator and may have developed paradoxical hyperplasia.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the upper abdomen with the curveplus applicator and may have developed paradoxical hyperplasia.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting on (B)(6) 2020 to the upper abdomen with the curveplus applicator and may have developed paradoxical hyperplasia.

Manufacturer narrative:
H11 - corrected data: g3 of the previously submitted report should have been captured as (B)(6) 2022.